Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were problems charging the implantable neurostimulator (ins). It was noted that the patient was not able to connect between the recharger and the ins. It was also noted that this issues started 3 weeks prior to the date of the report. The patient was asked when the last time, they charge successfully was and the patient stated that they did not know because they were charging but it was ¿not going through.¿ it was noted that the patient started having trouble recharging a couple of months prior to the report. The patient reportedly met with a manufacturer representative and talked about their recharging issues and they received more sticky pads. It was noted that the sticky pads were not sticking well. The patient lives in (B)(6) and the pads were reportedly drying out and needed to be kept in a ziploc bag. It was further reported that the patient was not able to get the patient programmer to work and nothing came up on the screen. A new set of batteries was tried but it did not resolve the issue. The patient denied having dropped or gotten the patient programmer wet. It was later reported that an overdischarge had occurred and the patient met with a manufacturer representative the day prior to the report and two 60 minute countdowns were performed. It was then noted that there was no communication and another 60 minute countdown was being performed. An antenna locate was done and they were able to communicate with the implantable neurostimulator (ins) afterward. It was noted that at the time of the report the patient was charging and would charge up to 25% and clear the power on reset (por). It was then reported that there was a coupling issue. There were reportedly 6 bars during normal recharging and then it dropped to 4. The antenna was adjusted for better coupling and all coupling bars were lost while still over the battery. It was noted that the implantable neurostimulator (ins) did seem to be flush or very little tilting. It was noted that the patient last had stimulation and last recharged about a month prior to the report, 3.5 weeks ago. It was reported that the patient was told to get a new recharger sent. It was noted that the issues started a couple of months prior to the report and the coupling kept dropping from 4 to 6. It was also noted that he patient was having hot flashes and did not know if it was the problem. It was further noted that coupling would go from 6 to 4 and then to 0 and finally to 4. It was later reported that the patient was able to charge to the 25% level, so that the device could be restarted. The patient was instructed to hold off on recharging until they got down to 50% level and to do this for three consecutive recharging sessions. It was noted that they were able to get up to 6 bars while recharging and at times even to 8 bars but then it would go back down to 6 bars. It was noted that the patient had to be very attentive to keep it at 6 bars. It was also noted that the patient was going to meet with the implanter to discuss possibly revising the pocket as it was difficult to reach to get effective recharging. Additional information received reported that the patient was going to have her battery replaced with a non-rechargeable battery. The date was unknown at the time of the report.